Event description:
Dental implants failure and repeated cracking and breaking of dentures. Since beginning of history with dental practice many cracking and breaking of dentures and implant failures. Was told these problems were my handicapped sons fault for multiple reasons. We were told to go to another dentist. Gums swollen and inflammation and antibiotics and times he had to go without the broken dentures and implants made his mouth bleed and excoriated. Problem with product, materials and fit.